Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result occurred while using the vitros eciq analyzer. Performance testing determined that the vitros eciq analyzer and vitros trop I es reagent were operating as intended. No analyzer or system malfunction have been identified. A definitive root cause for the event could not be determined.

Event description:
The customer obtained a non-reproducible falsely elevated vitros trop I es result for a single patient sample while using the vitros eciq analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original falsely elevated result was reported, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Event description:
(B)(4).